Event description:
A laser center director reported that a pt was diagnosed with flap striae in the left eye following lasik surgery. The pt reported having "touched" the eye when instilling eye drops. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4) - (corneal disorder). (B)(4).